Event description:
The customer reported an elevated white blood cell (wbc) content in their platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: signals in the rdf indicate the possibility that the plasma line may have been partially occluded during a portion of the run. In this instance, it appears that the plasma line was occluded later on during the run, possibly during the midrun substate. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Corrective action: algorithms have been incorporated into the software for the trima accel system. These algorithms recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbc's in the platelet product". The new algorithms were added in the 6.1.2 trima equipment software upgrade. Internal capas have been initiated to evaluate reports of elevated wbc counts.